Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting and took place in september 2015 (case# FDA-2014-n-0736-1282, awareness date 05-oct-2015). Case was received in united states and refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Consumer reported that she went for her annual gynecologist appointment a couple of years ago and her doctor sold her the essure. Consumer stated that she was not even interested in any type of birth control at the time and that she had so many problems (when she was younger) with the hormones in the pill, her husband and she were just very cautious, not hormones just calendar tracking of her fertile days. But after the doctor sung essure's praises she thought it was a brilliant idea. Consumer also informed that she was never told about potential side effects and stated that she had already had issues with piercings rejection out of her body (which her doctor was well aware of) but she was assured was completely different. Consumer reported that she went through hell during procedure. Essure was implanted in (B)(6) 2012. According to her, it hurt instantly. Health care professional told her that her left tube was hiding because her uterus was tilted. She stated that not once did physician stop, as it was explicitly written in the pamphlet to do so, but he carried on forcing it in. Consumer went home in pain and slept the day away. Fast forward, about 5 months, her head started hurting, her pinky fingers went numb, she started gaining weight and her periods started coming in bursts. Consumer also reported that previously she was like clockwork but now she tracked it for family planning, she was afraid to go out because it could start and be pouring out of her within seconds. In addition, consumer reported that sometimes she would bleed for weeks at a time, sometimes it would stop for a day or two, sometime she would not get one and then she would get 2 really bad ones lasting almost a whole month. She could not get out of bed and stated she was diagnosed with occipital neuralgia, fibromyalgia (as reported, understood as fibromyalgia), depression, diabetes, chronic inflammatory response of unknown origin, gained almost 50 lbs in a year, the abdominal pain spasms were excruciating (doubling her over quite frequently), her fallopian tubes started spasming for days at a time. Her family would go to work and school and she would go back to bed for the day. She could not work because she could not sit up straight or stand for any length of time. Her eyes would not even be open in the morning and she would be planning when she could go back to sleep, every single day, 18 hours of sleep was not enough, it was never enough. At her next annual, she brought up her issues and her doctor convinced her that it could in no way be related to essure, and it must be a cyst on her ovary. Physician sent her for a vaginal ultrasound but never called her back with any results. She went on another year like this, going to pain clinics for neuralgia, getting radiofrequency ablations on her spine (to numb the nerves in an attempt to stop her headaches), massages, pain meds, more pain meds, depression pills. She states that she lived in a fog and was not sure how much of it was brain fog from the inflammation or how much was pill induced. Her husband was starting to worry that her pill habit would get out of control and informed that her doctor prescribed her vicodin to take on a daily basis. Her story goes way deeper until she found the group on social media and put all the pieces together. She knows in her gut it was all due to essure and, at her next annual (2014) she went in seeing red and demanded to be heard. She fought until her doctor conceded to doing a hysterectomy to get out the essure. She went for a uterine biopsy and 2 more ultrasounds and then she was finally approved for surgery. On (B)(6) 2015, she got her life back. She got essure out of her via davinci lah (laparoscopy assisted vaginal hysterectomy) with salpingectomy (fallopian tube removal). According to her, the relief was almost instant. She states that within a few days all the feeling was back in her fingers, her headaches died down, and she lost 5 lbs. In the first week. Additionally, consumer reported that she did have a difficult recovery and informed that there were issues with internal stitches around her diaphragm. But after some more pain shots and patience she was on the mend. She sleeps regular hours now (sometime only 5 or 6 hours does it). She is smiling and just enjoying the life again. Result and assessment of the product technical complaint investigation received on 21-oct-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable k confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had abdominal pain spasm after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterosalpingectomy. Additionally, she was diagnosed with diabetes and occipital neuralgia. Only abdominal pain is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer's abdominal pain spasm started after essure placement and no proven alternative explanation was provided (consumer had fibromyalgia and diabetes; however intense abdominal spasms are not expected as symptom for these conditions). Therefore; causality with the suspect insert cannot be excluded. Regarding diabetes and occipital neuralgia; given their nature and considering essure local action in fallopian tubes; causality is considered unlikely. In addition non-serious events were reported. This case was considered an incident, since device removal was required. Product technical analysis was performed with neither batch number nor complaint sample. According to results there is no relationship between the reported medical event(s) and quality defect. No active follow-up will be pursued (case identified during health authority website monitoring).